Event description:
It was reported that patient was seen with high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis of the explanted generator was completed and it was discovered that high impedance (8486 ohms) was seen on (B)(6) 2022. The event date is updated accordingly. Lead product analysis was completed. During the visual analysis slanted abrasions were observed in various areas of lead body indicating the tubing had been twisted, suggesting patient manipulation/rotation of the lead while it was implanted (twiddler). Fracture mechanism is likely a stress induced fracture caused by rotational forces. Continuity checks of the returned lead portion was performed during the functional analysis, and no other discontinuities were identified. A quality engineering review of the events were completed and when looking at the lead breaks, it was concluded that there is sufficient evidence to suggest that the breaks observed were the result of patient manipulation (i.e. Twiddler's syndrome). No other relevant information has been received to date.

Event description:
Implant card was received indicating patient had a full revision surgery. The explanted device has been received into product analysis which is underway but not yet completed. No other relevant information has been received to date.